Event description:
It was reported that the mlx 300w xenon lightsource (00mlx) was burning light cords and there appeared to be drop damage to the unit. It is unknown under which circumstance this event was discovered; however, no patient injury, death or surgical delay was reported.

Manufacturer narrative:
The mlx 300w xenon lightsource (00mlx) was returned for evaluation. Failure analysis: the xenon lightsource was received in used condition with a broken mirror holder and damaged heat mirror. Evaluation of the xenon lightsource found that the unit failed lamp hours and physical damage was noted on the power entry module, mirror, mirror holder and the bezel. The lamp, power entry module, mirror, mirror holder and the bezel were replaced to correct these issues. Root cause analysis: evaluation identified damage to the mirror holder and heat mirror, which would lead to the issue of overheating. The issue of a damaged mirror and mirror holder may be the result of rough handling/environmental damage. The reported complaint was confirmed. No manufacturing, workmanship, or material deficiency has been identified.